Event description:
It was reported that a patient underwent a left varicocele procedure on (B)(6) 2025 and suture was used. During the procedure, the doctor found that the problem of pulling off suture needle happened during suturing. The circulating nurse immediately checked the integrity of the suture to ensure that there was no broken suture left in the patient's body. The suture was replaced and continued to complete the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. --received information as following from sales rep via phone today. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.